Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 there was intermittent power going to the jaws. The procedure was completed working through the sporadic power to the jaws without patient injury. There were about 15-20 minutes of extra time needed to complete the procedure dealing with the sporadic power. No patient injury.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25162250 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .66 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released (complaint lab hemopro 2 test station bmram 14290, due (B)(6) 2023). Based on the returned condition of the device and the results of the evaluation, the reported failure "intermittent continuity" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 there was intermittent power going to the jaws. The vh-4030 extension cable was replaced - same problem. The vh-4020 adapter cable was replaced - same problem. The vh-4030 power supply was replaced - same problem. By this point, the hemopro cautery wasn't needed to complete the procedure, so we did not have a chance to open a new vh-4000 hemopro 2 kit. The procedure was completed working through the sporadic power to the jaws without patient injury. There were about 15-20 minutes of extra time needed to complete the procedure dealing with the sporadic power. No patient injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.